Event description:
An endeavor rapid exchange drug eluting stent diameter 3.5mm length 18mm was deployed in the proximal right coronary artery resulting in 0% stenosis. Approximately 16 months post stent implant a myocardial infarction was confirmed. A non-medtronic stent was implanted in the mid right coronary artery to treat 99% restenosis. It is reported that there is a relationship between the product and the event. Patient is in remission. No additional clinical sequelae have been reported.

Event description:
Updated information received that the non-medtronic stent was implanted to treat restenosis in proximal rca not mid rca as first reported.

Manufacturer narrative:
(B)(4): evaluation, results: (based on the information provided no root cause can be determined), (mi, revascularization).